Event description:
It was reported that during a da Vinci-assisted cholecystectomy surgical procedure, a Single Port Fenestrated Bipolar Forceps instrument turned in the opposite direction to the Master Tool Manipulators (MTM). The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) contacted the reporter and obtained the following information: The surgeon¿s head was inside the Surgeon Console and the surgeon did not remove their hands from the hand controls when the issue occurred. The issue was resolved by discontinuing this instrument and using a new instrument.

Manufacturer narrative:
A Return Material Authorization (RMA) was issued to evaluate the instrument; however, Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.